Manufacturer narrative:
H.6. Investigation: bd received fifty (50) samples and two (2) photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure modes for gel air bubbles, gel smearing, and additive abnormality were observed. The additive abnormality was observed as a pronounced spray pattern on the inside of the tube walls. The batch history review was satisfactory at the time of release per internal procedures. During manufacturing, excess rundown of the additive was observed. A quality notification was generated and the product was placed on hold. Corrective measures such as an increased frequency of nozzle cleaning were implemented to mitigate the risk of the defect to the customer. The product was reworked and sampled for defects with none being observed prior to release. This complaint has been confirmed for the indicated failure modes of gel air bubbles, gel smearing, and additive abnormality. Bd determined that the root causes of the indicated failure modes were attributed to inadequate purging during gel drum changes, damage to the gel dispense equipment, and clogged nozzles, respectively. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there were air bubbles in the gel and discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: "the tubes have air bubbles and streaks." Additional information 10/29/2021: gel streak, abnormality, and bubbles were observed on returns.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there were air bubbles in the gel and discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: "the tubes have air bubbles and streaks." Additional information 10/29/2021: gel streak, abnormality, and bubbles were observed on returns.